Event description:
It was reported that the stent fractured. A 20 x 2.25 promus premier select drug eluting stent was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. Upon opening the package, it was noted that the stent was broken, making it unsuitable for use in the procedure. The stent was not used inside the patient. The procedure successfully completed with another same device.

Event description:
It was reported that the stent fractured. A 20 x 2.25 promus premier select drug eluting stent was selected for percutaneous transluminal coronary angioplasty (ptca) procedure. Upon opening the package, it was noted that the stent was broken, making it unsuitable for use in the procedure. The stent was not used inside the patient. The procedure successfully completed with another same device. It was further reported that the stent struts were damaged and broken.